Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing for the colon on the mouth side, used the powered handle and the reload. The surgeon clamped the tissue and started firing, however, the device stopped firing after one centimeter. Replaced by a new reload and tried to fire, the same event occurred. The surgeon opened the jaws and removed the device from the tissue. Replaced by a competitor's device and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory(eeprom) was uploaded and indicated 43 autoclave cycles for the adapter. A pmv representative single use loading unit(sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.